Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Review of the device history record was not possible as the lot number is unknown. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following the pulmonary vein isolation procedure, a pericardial effusion was noted with no intervention required. During the procedure, a brief drop in blood pressure was noticed, however the procedure continued. During the post assessment, an echocardiogram was performed which revealed the effusion. The physician stated the effusion was minor and no intervention was needed. There were no performance issues with any abbott devices.